Manufacturer narrative:
This report is for an unknown constructs: ex-fix/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: eingartner, c. Et al (1999), growth factors in distraction osteogenesis. Immuno-histological pattern of tgf-b1 and igf-I in human callus induced by distraction osteogenesis, international orthopaedics, vol. 23 (xx), pages 253¿259 (germany). This study presents a case report of a (B)(6) year-old male patient who had deep infection led to osteitis with death of bone and conventional treatment was unsuccessful after open reduction and plating due to femoral shaft fracture. Resection of the necrotic mid-diaphysal section of the femur was performed and this was followed by callus distraction and segment transport (1 mm/day) using an ao external fixator. Premature consolidation of the distracted callus after 43 days prevented adequate transport and led to revision surgery. The distal part of the distraction area was osteotomised and transport was resumed after 7 days using a faster rate (1.8 mm/day). When transport and docking had been completed at 94 days, fixation was performed with a condylar plate. Bone specimens were taken from the callus during both slow (1 mm/day) and fast (1.8 mm/day) distraction. This report is for an unknown synthes ex-fix constructs.